Manufacturer narrative:
Additional info: evaluation summary: one forcetriad generator was returned for evaluation. The returned sample did not meet specification as received by the service center. The customer reported condition was confirmed. The investigation isolated the failure to the control board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The control board was replaced to address the condition. The investigation identified a rem port failure. The investigation isolated the failure to the rem port, but a root cause was not identified. The rem port was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, the unit showed error e274. The unit was returned for to the service center and was found to have a rem port failure. The rem signal would remain green when it should not. There was no patient involvement or injury reported.